Event description:
Health professional reported that after injection with 1 syringe of juvederm ultra plus xc in the lips the patient experienced asymmetrical swelling, tenderness, and a solid nodule on the upper right lip. The symptoms had persisted for almost two months from the date of injection when the physician prescribed oral prednisone to both hasten the resolution of symptoms and to prevent worsening of symptoms that could lead permanent damage.

Manufacturer narrative:
Medwatch sent to FDA on (B)(4) 2012. Evaluation summary: the documentary research in the batch file shows that no element could explain these reactions: all the manufacturing steps and all the physiochemical and microbiological results (endotoxins, bioburden) are registered as conforming to the specifications. The sterilization cycle is registered as conforming. The attributability is then impossible to determine.